Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate the patient's age may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 6 years post transfemoral tavr procedure with a 26 mm sapien 3 valve, the patient presented with fatigue and shortness of breath, and has central leak. The patient will undergo a valve-in-valve procedure. The root cause of the valve failure is stenosis caused by calcium and central aortic insufficiency. No additional information was provided.

Manufacturer narrative:
Correction and additional information provided to b.7 and h.11. An update was made to b.4, g.3, g.6 and h.2. According to additional information provided by the valve clinic coordinator: the patient had shortness of breath/fatigue, acute exacerbation of congestive heart failure which was multifactorial due to atrial fibrillation with rapid ventricular response, coronary artery disease, new reduction in left ventricular function, worsening malnutrition, bronchiectasis/chronic obstructive pulmonary disease, chronic sinusitis and progressive worsening deconditioning. The patient appeared fatigued and weak, with a weight loss of approximately 15 pounds. During hospitalization, oral intake was minimal, limited to one or two nutritional supplement drinks per day, with little to no consumption of other foods. The patient reported difficulty swallowing and having a chronic cough which was related to bronchiectasis. No valve-in-valve was performed because the patient passed away. The cause of death was reported as malnutrition and failure to thrive due to the patient's underlying comorbidities. Based on available clinical information, the cause of death is not considered to be related to the valve. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate the patient factors may have caused or contributed to the valve calcification. Additional information received stated that the patient had history of hypertension, hyperlipidemia and chemotherapy. Patients with these conditions are known to have an increased risk of developing stenosis and calcification. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.